Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011. (B)(4) 2012: additional information: in review of the profiles and the history provided, the patients indicate they are recovered (B)(4) patients. The instructions for use, distributed in the us, states in the percent agreement section for recovered (B)(4).

Event description:
(B)(6) advia centaur xp hbc total results were obtained for samples from three different patients. The results were discordant from previous results in 2008 from an alternate method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." "Assay performance characteristics have not been established when the advia centaur (B)(6) is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."